Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report the patient remained hospitalized and the outcome was not reported. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
A peritoneal dialysis (pd) patient experienced an unspecified breach in aseptic technique, which resulted in peritonitis. On the same day as the onset, the patient was hospitalized for the reported event. The treatment for the peritonitis included unspecified antibiotics (doses, routes and frequencies not reported). Approximately two and a half weeks later, the antibiotic treatment was discontinued. The patient was discharged from the hospital and reported to have recovered from the peritonitis. The pd therapy was ongoing. The patient was scheduled to be re-trained in proper aseptic technique. No additional information is available. (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.